Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and after reset error did not reappear, allowing customer to successfully start new sensor session.